Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the out of range impedances was unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported some of the electrodes were showing high impedance. The patient states she has burning when the device on and off. She is not sure if she is having new pain or if the stimulator is causing the pain. There were no environmental, external, or patient factors which may have led or contributed to the issue. An impedance check was performed as a diagnostic. No further actions/interventions were taken to try to resolve the issue. The issue was not resolved at the time of the report. A surgical intervention has been planned to resolve the issue; however, it has not yet been scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt burning going down their left leg. It was noted that the burning sensation went away when the ins was turned off. It was reported that some contacts were ¿going bad.¿ it was reported that contacts 0,2,4, and 6 had out of range impedances of over 10,000 ohms. It was noted that none of those contacts were used in the programming. The manufacturer representative reprogrammed the other lead and the patient no longer reported any burning sensation. No further complications are anticipated.